Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present along the embolization coil. Evaluation of the returned smart coil revealed offset coil winds. If the introducer sheath is not aligned properly within the hub of its parent catheter, the embolization coil may take shape within the hub and resistance may be experienced during advancement. If the smart coil is forcefully advanced against resistance, damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance within its introducer sheath. The offset coil winds likely contributed to the resistance experienced during the functional testing. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery (ba) using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted twelve non-penumbra coils and eight penumbra coils into the target vessel using a non-penumbra microcatheter. While advancing another smart coil into the microcatheter, the physician encountered strong resistance in the hub. Although the smart coil could advance beyond the hub, the physician decided to remove the smart coil. Upon removal, the physician found that the smart coil was abnormally formed in three locations. The smart coil was then set aside and the procedure was continued using twenty other coils. There was no report of an adverse effect to the patient.